Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was difficulty/inability to pierce through the stopper. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "inside the test tube is a stopper that prevented testing in the laboratory."

Manufacturer narrative:
Investigation summary: mat: 365049. Lot: 1284784. Bd had not received samples or photos for investigation. Therefore, 24 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper failure (separation) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper failure. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was difficulty/inability to pierce through the stopper. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "inside the test tube is a stopper that prevented testing in the laboratory."